Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an inspection after the return of the material from the hospital, the kitman notified that the material didn't correctly lock the implant. The kitman thinks that this is related to an incorrectly use of the material by the surgeon. No other information is available for this complaint.